Event description:
Customer reported that they received an error and a battery icon on the display of their freestyle flash blood glucose monitor. Additionally, the customer reported the unit of measure changed from mmol/l to mg/dl. This meter very likely has exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.